Event description:
It was reported that the user struck the ilet on a counter edge beneath the protective case, resulting in a cracked display with a nonresponsive touchscreen and subsequent replacement of the device. Symptoms included no reported impact to blood glucose. Outcomes included routine device replacement and continued diabetes management using the user¿s cgm and phone or receiver until the replacement arrived. Investigation included complaint handling and device return logistics. Investigation of this device revealed physical damage to the display assembly consistent with user-induced impact, with the failure limited to the screen and touch function and no alerts or alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage due to accidental impact.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.